Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they are having issues with the sensor error alarms and lost sensor. The customer's blood glucose level at the time was 215mg/dl. Troubleshooting was conducted, and the customer is returning the sensors and receiving replacements.